Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an issue where the image disappeared and was no longer displayed. The event occurred during a therapeutic procedure which was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented and bent, component failure of the charged coupled device and poor image quality, vertical line. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the rigid tube was dented and bent the cause is associated to component failure of the rigid tube and the most likely cause is that too much force was applied to the rigid tube. For poor image quality (vertical line) the cause was related to component failure of the charged coupled device and the most likely cause is expected or random charged coupled device component failure without any design or manufacturing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.